Manufacturer narrative:
Investigation summary: a mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21015953. Further information provided by the customer indicates that a crack was present, however the location of the crack was not specified. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21015953 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china product in the past 12 months.

Event description:
It was reported when using the bd maxplus positive pressure connector, the device experienced a crack between the connection and the infusion set. The following information was provided by the initial reporter. The customer stated: the patient was refilled after the comminuted fracture of the left distal tibia and fibula. When using a needleless connector to connect to the infusion set at 09:00 on (B)(6) 2021, it was found that there was a crack at the connection between the needleless connector and the infusion set. The patient was not injured.

Manufacturer narrative:
Investigation summary: a mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21015953. Further information provided by the customer indicates that a crack was present, however the location of the crack was not specified. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21015953 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china product in the past 12 months.

Event description:
It was reported when using the bd maxplus positive pressure connector, the device experienced a crack between the connection and the infusion set. The following information was provided by the initial reporter. The customer stated: the patient was refilled after the comminuted fracture of the left distal tibia and fibula. When using a needleless connector to connect to the infusion set at 09:00 on (B)(6) 2021, it was found that there was a crack at the connection between the needleless connector and the infusion set. The patient was not injured.